Event description:
At approx 0905, the pump head started to make a loud noise and then the tubing came off of the higher pressure side of the pump head. Perfusionist immediately came off bypass and informed the surgeon of the problem. Pt's core temp was 32-33 c. Pump line then placed into a roller head. Any air was purged and time off bypass less that 5 min. At the time of event, perfusionist spoke with baxter and planned to provide company with requested material.